Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir or empty reservoir alarm was noted. No delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarm was noted. No check settings alarm was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the pump. The customer's blood glucose reading was 460 mg/dl. The customer treated with manual injections. The customer also had blood glucose of 64 mg/dl and treated with food. The customer stated that she was sensitive to insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer also stated that there was a weak battery alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.